Event description:
New information received notes that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed following previous programming changes. Programming changes were made in clinic. No further information available.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were done, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.